Manufacturer narrative:
It was alleged that as a result of the accident, the patient became deceased. The stryker product did not cause or contribute to the alleged traffic accident event or alleged death.

Event description:
It was reported that a patient passed away wile being transported on the ambulance cot when the ambulance was involved in a crash. Further information regarding this alleged event has not been provided.

Manufacturer narrative:
It was alleged that as a result of the accident, the patient became deceased. The stryker product did not cause or contribute to the alleged traffic accident event or alleged death.

Event description:
It was reported that a patient passed away wile being transported on the ambulance cot when the ambulance was involved in a crash. Further information regarding this alleged event has not been provided.